Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) # (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crp4 c-reactive protein gen.4 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a crp value that was considered negative and < 182 mg/l. No specific value could be provided for this initial value. The sample was repeated, resulting with a value of 260 mg/l. The lot number and expiration date of the crp reagent was requested, but not provided.